Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other cds (70206u130) is filed under a separate medwatch report.

Event description:
This is filed to report the gripper actuation issue and tissue damage (60818u136). It was reported that on (B)(6) 2014 two clips were successfully implanted in the patient with degenerative mitral regurgitation (mr), reducing mr to 1. The clips remain securely attached to both leaflets, but due to disease progression, the mr is back to 4. The patient returned for another mitraclip procedure on (B)(6) 2017. During the procedure the mitraclip delivery system (cds) lot 70206u130, was advanced to the mitral valve, but grasping attempts were unsuccessful; the leaflet would slip out of the gripper arm. The clip was removed and it was confirmed that one gripper arm did not lower to 120 degrees. Following, a clip was implanted successfully, reducing mr from 4 to 3-2. Cds 60818u136 was advanced to the mitral valve. 4-5 grasping attempts were made, but grasping was unsuccessful as the leaflet kept slipping out of the gripper arm and tissue damage was suspected as the mr returned to 4. The clip was not implanted and the cds was removed. It was suspected that one of the gripper arms was not lowering. No further clips were attempted and mr remained at 4. The patient remained stable. No additional treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned. The reported gripper actuation issue was not confirmed during returned device analysis. The reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and the reported gripper actuation issue appears to be related to user technique/procedural circumstances as the device was curved more than 90 degrees during the procedure. The reported failure to adhere or bond appears to be related to user unable to lowering one of the gripper arms. The reported patient effects of tissue damage and increased mitral regurgitation (mr) appears to be related to procedural conditions as multiple leaflet grasping attempts were made. The reported patient effects of mr and mitral valve injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.